Event description:
The customer reported that system was locking up. No patient injury was reported.

Manufacturer narrative:
The ge service rep was unable to duplicate the problem. The mainframe power supply ps1 was within specifications. He cleaned the edge connectors, and reseated the mainframe pcb's. He tested the system by booting several times. The system operates as intended.